Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 320 mg/dl at the time of incident and current blood glucose level was 462 mg/dl and delivered a bolus. Customer states insulin pump had insulin flow blocked message. Customer states the insulin exited. The devices will not be returned for analysis.